Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the balloon would not hold water and continued to leak. The exact anatomy location when the balloon leak was encountered is unknown and is being reported as it may have occurred in the esophagus. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.